Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer ref: 3008452825-2017-00067, 2182269-2017-00046, 3005334138-2017-00028. During an ablation procedure, a cardiac perforation occurred. A pericardiocentesis with drain placement was performed. The following day, after removal of the pericardial drain the patient became hypotensive and experienced chest pain. An echocardiogram revealed a cardiac tamponade and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.